Manufacturer narrative:
(B)(4). Alleged failure: detected that the serum came out for the portals performed on the shoulder had a high temperature. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be the probe suction tube which contained hot liquid come in contact with the skin. Incorrect fluid management, suction not connected with pinch clamp left open (or suction tube cut) which allows hot fluid to leak out of the suction tube. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported there was a potential burn to the patient during the procedure.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported there was a potential burn to the patient during the procedure.